Event description:
Rptr states that her wheelchair was repaired by a vendor. The rptr states that the repairs performed by the vendor were not done with the correct replacement parts. The rptr was sitting in her wheelchair when one of the wheels fell off of the body of the chair. The rptr was taken to the hosp. Evaluated and sent home. She had sustained head, neck, and shoulder injuries. The rptr feels that the vendor should not have attmpted to repair the chair without the appropriate parts. She is also upset with the lack of assistance the vendor has provided throughout her ordeal. She notified the MFR of the event, who immediately supplied a 3rd party with the parts for repair. The chair has been properly repaired, and the rptr continues to use it without difficulty.